Event description:
The pt was revised because of pain.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusion about the reported pain based on insufficient product info and lack of the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.